Event description:
It was reported to vyaire medical that the sipap ventilator alarmed e70 (pt module fault (ptrdy or can bus failure)). The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirm the reported issue. Installed unit onto a test unit and powered on with no issue. Unit is running for 30 minutes no error codes appeared. The cover was remove and conducted visual inspection for any loose components however nothing was found. The customer requested for the patient trigger to be replaced. As a resolution patient trigger board was replaced. The unit tested per service manual and meets factory service specifications.